Manufacturer narrative:
The sensor (B)(4) has been returned. Performed a visual investigation on the returned sensor; no issues were observed. The sensor adhesive was returned and peeling from the sensor mount. No malfunction or product deficiency was identified.

Event description:
Customer reported his adc freestyle libre sensor detached from the skin after 7 days of wear. Customer further reported she experienced symptoms described as ¿blurred vision, shortness of breath, began to tremble and could not breathe, nervous and symptom of hypoglycemia¿. The customer was seen at a hospital and was diagnosed with hypoglycemia and treated with glucose (dose unknown). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached from the skin after 7 days of wear. Customer further reported she experienced symptoms described as ¿blurred vision, shortness of breath, began to tremble and could not breathe, nervous and symptom of hypoglycemia¿. The customer was seen at a hospital and was diagnosed with hypoglycemia and treated with glucose (dose unknown). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor detached from the skin after 7 days of wear. Customer further reported she experienced symptoms described as ¿blurred vision, shortness of breath, began to tremble and could not breathe, nervous and symptom of hypoglycemia¿. The customer was seen at a hospital and was diagnosed with hypoglycemia and treated with glucose (dose unknown). No further treatment was reported. There was no report of death or permanent impairment associated with this event.